Event description:
It was reported that following a percutaneous transluminal coronary angiography (ptca), the puncture site was closed with an angio-seal device and hemostasis was achieved. On day later, the patient had groin pain but no hematoma or pseudoaneurysm. Two days later, the hemoglobin level dropped and a big retroperitoneal hematoma was found 10 cm from the kidney to the groin. The patient had blood transfusion and was reported to be in stable condition.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.